Event description:
Problem with syringe not working properly. Vanishpoint syringe lot: g305a (B)(4); syringe will not retract or syringe will note properly dispense vaccine during the push. FDA safety report ID # (B)(4).